Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed an unexplained pump reboot event. The pump was also manually suspended. The recorded total daily doses of insulin added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 375 mg/dl with nausea and vomiting. The patient was reportedly hospitalized and received insulin via the pump and intravenous fluids as treatment. The reporter alleged a history/settings issue evidenced by the basal history reportedly not matching the active basal program in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.